Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) and reported #319 on universal surgical manipulator (usm) #1. Power cycling the system did not resolve the reported issue and site disabled usm 1 and completed the procedure with 3 arms. Isi followed up with the initial reporter and obtained the following additional information: it is unknown the type of surgery that was being performed. The time the surgery started was 1:30pm. The procedure was converted to traditional laparoscopic surgery. It is unknown if additional ports were placed or ports incisions were increased. Patient demographics were not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where 319 error was triggered, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where check all boards was found to be failing on axes controller system (acs) and axes controller circuit (acc). Once testing was completed, the acs printed circuit assembly (pca) was applied behavioral analysis (aba) tested and was verified to the source of the fault.